Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that the physician had been getting significantly more drug back than expected at refills. The physician felt that "pump was not functioning properly". The patient wasn't getting as good of pain relief". This was the 3rd pump in 4 years for this patient. A dye study was done and the physician felt the catheter was fine. The pump was replaced. No patient injury was reported. The patient recovered without sequelae. The medication in the pump was dilaudid 10mg/ml.